Event description:
Device 1 of 2 : reference MFR report#1627487-2018-01212 . Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein both leads were replaced with new models to address the issue. Reportedly, the company representative was not present for the case. Effective therapy was restored following the replacement.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-01212. It was reported x-ray imaging confirmed lead migration. As a result, surgical intervention may be undertaken as the next course of action.